Event description:
It was reported that while using an ilet system with a dexcom g7 continuous glucose monitor (cgm), the patient treated a low glucose alert with candy instead of their usual fast-acting carbohydrate, which led to hyperglycemia followed by pump-delivered corrections and a subsequent prolonged downward trend, with cgm as low as 53 mg/dl and a self-monitoring meter value of 249 mg/dl during the episode. Symptoms included diaphoresis associated with hypoglycemia. Outcomes included the need for oral carbohydrate intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event was attributed to improper method for treating hypoglycemia; no device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.

Manufacturer narrative:
Initial.